Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any defects. The set was connected to a solution container and extension set, primed, and solution was allowed to flow through it; no issues were identified. Clear passage and pressure testing were performed, with the device failing the pressure test; a leak was identified from the female luer lock adaptor to its attached tubing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the uneven solvent distribution and tubing underinsertion could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp catheter extension set leaked. This occurred while flushing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be an underinsertion of the tubing, which was caused by an inadequate application of solvent to the tubing during manufacturing of the device. Should additional relevant information become available, a supplemental report will be submitted.